Event description:
This rv lead ws implanted on (B)(6) 2006 and was explanted on (B)(6) 2011 due to the lead appears to be fractured. Impedance measured at greater than 2000 ohms. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).